Manufacturer narrative:
Sample received on 12/21/2015 and reviewed on 12/31/2015. Sample drape was soaked in bleach for 45 minutes to 1 hour, rinsed, let dry, checked used sample and took photos. Customer claimed hole was not from a burn mark. Examined sample and found small burn hole. Customer circled hole with green marker. After reviewing the sample, it has been concluded that the non conformity (hole) is a burn. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin; and/or if the warmer is operated contrary to the operations manual, product labeling, product insert and in-service presentations.

Event description:
Nurse discovered a hole in the drape during a procedure. Says it's not because of melting. No report for patient treatment or medication. Regulatory became aware of the incident on (B)(6) 2016.

Manufacturer narrative:
Sample received on 12/21/2015 and reviewed on 12/31/2015. Sample drape was soaked in bleach for 45 minutes to 1 hour, rinsed, let dry, check used sample and took photos. Customer claimed hole was not from a burn mark. Examined sample and found small burn hole. Customer circled hole with green marker. After reviewing the sample, it has been concluded that the non conformity (hole) is a burn. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin; and/or if the warmer is operated contrary to the operations manual, product labeling, product insert and in-service presentations. Follow up #1: lot 1043776 was reported for this complaint. This is the sterile lot from medical action which corresponds to the microtek non sterile lots d152591, d151901. The DHR was reviewed for lot d151901. This lot had (B)(4) pcs and was manufactured on 7/10/2015. No defects were reported in process, packaging, or final inspection. The DHR was reviewed for lot d152591. This lot had (B)(4) pcs and was manufactured on 09/16/2015. No defects were reported in process, packaging, or final inspection. After reviewing the sample, it has been concluded that the non conformity (hole) is a burn. Based on the DHR review, it does not appear to be the result of a personnel, process or material issue.

Event description:
Nurse discovered a hole in the drape during a procedure. Says it's not because of melting. No report for patient treatment or medication.